Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed and an error code related to the failure of the detachable battery was observed. The device's internal battery was charged to address the issue and the detachable battery needs to be replaced.